Event description:
It was reported that there were multiple catheter blockages experienced six weeks post (B)(6) 2009 implant. Some of the dates given were (B)(6) 2010 and (B)(6) 2010, and the pt was currently waiting to see the health care professional regarding another blockage. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).